Event description:
It was reported by the patient's legal guardian (lg) that the pod needle never deployed the pod cannula into the skin. The duration of pod use and its impact to the patient's glucose levels were not reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.